Manufacturer narrative:
One opened/used partial elite sensor was inspected. It was noted the sensor cannula was broken with broken part missing. It is unknown if customer received the device broken as sensor had been opened/used. Needle complaint wasn't confirmed as customer didn't return the sensor needle.

Event description:
Customer reported via phone call, he was reporting a past event. Customer stated he had been having issues with the insulin pump alarming different sensor errors. Troubleshooting was performed and no anomalies were noted on the sensor or transmitter. Customer stated after all of the alarms he continued use of the device. He didn't recall his blood glucose level at the time of the event. He agreed to return the device for analysis.